Event description:
Complainant alleged that during training by facility staff the device made a popping sound and then powered off and did not power back up. Complainant indicated that there was no pt involvement in the reported malfunction.